Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An inaccurate readings issue was reported with use of the abbott diabetes care (adc) device. The customer reported that the sensor readings were fluctuating and were ignored due to concerns about their accuracy. The customer subsequently experienced symptoms including dizziness, headache, anxiety, and sweating. Upon checking a blood glucose result (unknown result), the customer confirmed a low glucose level and realized that 48 units of fast-acting insulin had been administered instead of 48 units of long-acting insulin. The customer self-treated by consuming sugar, honey, and other carbohydrates, and reported that it took approximately six hours for the glucose level to stabilize. There was no report of death or permanent impairment associated with this event.